Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high, out of range, pacing lead impedance and a high capture threshold were observed. The lead was capped and replaced. There were no adverse consequences to the patient.